Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds and no capture. The rv lead was programmed off and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. During february and (B)(6) 2015, rv capture threshold measured 2-2.5v. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.